Event description:
The customer reported that the paramedics were called out due to low bgs. The customer was not taken to the hosp. Troubleshooting was performed. The insulin type and concentration was correct. The programming and histories on the pump were accurate. Suggested the customer to call their doctor to discuss possible causes of low bg. Explained that the device is operating as designed and does not need to be replaced.